Event description:
On (B)(6) 1998 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that 4/5 struts emanate from the level into the right iliac vein. There are more medial struts that may be mildly perforated 1 to 2mm outside the wall. The filter is tilted by 10 degrees. It was further reported that the vena cava filter does not appear to involved any other visceral structure though the medial interior strut emanating down the right iliac vein is adjacent to a small bowel loop.

Event description:
On (B)(6) 1998 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that 4/5 struts emanate from the level into the right iliac vein. There are more medial struts that may be mildly perforated 1 to 2mm outside the wall. The filter is tilted by 10 degrees.